Event description:
It was reported by the patient that post implant a realize band, it was removed because it was kinking off and inability to swallow. The consumer stated that he was living on ice tea and popsicles. He did not know the total amount of fills he had, but did state that it was several. Since explant, the patient reports some weight gain and has needed to resume insulin and hypertension medication. There were no other reported complications. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Event description:
Spoke with the physcian assistant. Per the conversation, she stated that the band was removed due to pseudoachalasia unrelated to the band. She states the band did not caused this condition.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.